Event description:
It was reported that the left ventricular lead exhibited loss of capture due to lead dislodgement. The lead was explanted and replaced. The patient was in good medical condition before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.